Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that the customer was unable to perform cine and fluoroscopy. Upon further inspection, philips field service engineer (fse) inspected the system onsite and reviewed the log file and confirmed the image hard disk error. Fse found that the problem was one of the image hard drives failed. Fse replaced the ip-pc image drives. After the replacement of ip-pc image drives, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform cine and fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.